Event description:
Information was received based on review of a journal article titled, "clinical and radiographic comparison of oxidized zirconium and cobalt chrome femoral components of a single design primary total knee arthroplasty: is the cost difference justified based on patient outcomes?" Which aimed to assess clinical and radiographic outcomes in a consecutive series of osteoarthritic knee patients comparing the use of a single primary tka design with femoral components fabricated from either oxidized zirconium or cocrmo alloy. This study used (B)(6), which was sold by biomet. The study consisted of one hundred and twenty (120) consecutive primary tkas in one hundred and eighteen (118) patients (B)(6) 2001 and (B)(6) 2002. All femoral and tibial components were fixed using biomet's palacos r cement. All patient's were implanted with titanium alloy tibial base plates. Eighty-four (84) knees were cocrmo alloy and twenty (20) knees were oxidized zirconium. There were four (4) patients in the oxidized zirconium group and eight (8) in the cocrmo group who experienced pain, one (1) in the oxidized zirconium group who experienced a possible metal allergy, two (2) knees required manual manipulation in the cocrmo group, and two (2) knees that experienced dehiscence following surgery treated with secondary wound closure and healed in the cocrmo group. Previous in vitro wear analysis of oxidized zirconium versus cocrmo alloy showed an improved wear-resistant bearing surface and decreased metal ion release. However, considering that the cost of the oxidized zirconium implant is 55% more than the cocrmo alloy implant , and with no added clinical benefit at early followup, the oxidized zirconium implant may not be worth the additional cost.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. (B)(6). It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.